Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer has had issues with low and high blood glucose levels. It was reported that the customer's blood glucose has ranged between 36mg/dl and 439mg/dl. It was reported that the customer has been hospitalized before for low blood glucose levels. It was reported that the customer's reservoir chips when it is unscrewed, the device rewinds louder, and there is a rainbow effect on the pump screen. No further information provided.